Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). It was reported by the customer that the intra-aortic balloon (iab) alarmed with a fiber optic failure. Customer followed the help prompts which included unplugging the fiber optic and plugging back in, as well as inspecting the line for kinks. Customer had to switch to heart rate and ao triggers. There was no patient harm or injury reported.

Event description:
It was reported by the customer that the intra-aortic balloon (iab) alarmed with a fiber optic failure. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component codes).